Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of approximately 500 mg/dl. Cause for the high bg was unknown. Customer delivered boluses, changed the pump supplies and insulin, and administered manual injections to address bg level. Tandem technical support performed a pump system check and confirmed the pump functioned as intended.